Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Despite due diligent attempts the device was not received for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to confirm any device failure or determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through electrical inspection process.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing before approaching right coronary artery prior to percutaneous coronary intervention due to chronic total occlusion, this swan-ganz pacing catheter did not capture. Repositioning the catheter electrodes did not solve the issue. The issue was solved replacing the device. There was no allegation of patient injury.

Manufacturer narrative:
Added information to section h6 (component code). Updated section h6 (type of investigation) and h6 (investigation findings). Finally, the device was received for evaluation. The report of pacing difficulties was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken under the balloon. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A root cause could not be determined. No deficiencies were found during the verification of the final work order documentation and manufacturing. As per manufacturing process, the units go through inspections and there are instructions for the preparation of the proximal filament, the proximal welding process and a continuity test for the distal and proximal electrodes. A final continuity test is performed to the electrodes.